Event description:
It was reported that the unit keeps losing its signal then regaining signal. Also, once the signal was up, the pr was inaccurate. The customer states that its showed his bpm was at 125, which was not even close. No known impact or consequence to patient.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.